Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had blank images. No pt injury was reported.